Event description:
The device was used during a lobectomy procedure. Reportedly, the clips did not load properly. The hospital has reported no patient injury occurred.

Manufacturer narrative:
11/20/1998- supplemental report sent to FDA.